Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse ran all service tests and replaced sample probe 1, sample probe 2 and sample probe 1 mixer. Quality controls were run, resulting within range. The cse primed the aliquot cleaner pump, and replaced and aligned the aliquot drain, probe and cleaner pump. Quality controls were run, resulting within range. The cause of the discordant, falsely low ca results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium (ca) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ca results.